Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence. It was detailed that the balloon migrated from the space of retzius to just below the skin and the cuff appears slightly loose. Additionally, the physician decided that the cuff was a better fit for the patient. The physician feels that these factors may have contributed to partial return of incontinence. A surgical procedure was performed during which the balloon and the cuff were removed and replaced with new ones. Cuff downsized from 5 cm to 4 cm. No further patient complications were reported.